Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the physician placed the first leg assembly with no issues. However, during placement of the second leg assembly, the dilator began shredding, bunched-up, and detached as the physician struggled to pull the leg assembly through the patient's sacrospinous ligament. The piece of dilator reportedly detached and fell on the table, outside the patient. The physician reportedly removed the device and completed the procedure with another uphold vaginal support system with no complications to the patient, who was reportedly stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4)